Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two cre pro wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were used in the pylorus during an endoscopy procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it did not inflate. Reportedly, the balloon was taken out of the patient and checked. A small hole at the tip of the balloon was noted. The same issue occurred with the second cre pro wireguided dilatation balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.